Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade occurred. During an ablation procedure, a faradrive steerable sheath was selected for use. Cardiac tamponade occurred during pre-mapping using orion, but the procedure was continued when the condition stabilized after performing drainage. The physician thought that the part near the right inferior (ri) may have been punctured. Transseptal puncture was already performed when cardiac tamponade occurred. Patient condition remained stable. The physician commented as orion might caused the issue (orion might punctured the ri area). Pre-mapping being performed in left atrium. There was no difficulty or malfunctions noted with the tsp workflow or versacross device. The patient has been discharged. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the faradrive steerable sheath risk documentation was completed and confirmed that the event of cardiac tamponade was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Cardiac tamponade is considered within the risk threshold for cardiac trauma, which is an expected procedural complication addressed within the IFU for the faradrive. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported.

Event description:
It was reported that a cardiac tamponade occurred. During an ablation procedure, a faradrive steerable sheath was selected for use. Cardiac tamponade occurred during pre-mapping using orion, but the procedure was continued when the condition stabilized after performing drainage. The physician thought that the part near the right inferior (ri) may have been punctured. Transseptal puncture was already performed when cardiac tamponade occurred. Patient condition remained stable. The physician commented as orion might caused the issue (orion might punctured the ri area). Pre-mapping being performed in left atrium. There was no difficulty or malfunctions noted with the tsp workflow or versacross device. The patient has been discharged. The device is not expected to be returned for analysis (discarded).